Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the complaint could not be directly reproduced as the device was returned in separate pieces and the reported event was not reproducible, the definitive root cause of the reported issue could not be determined. However, based on the reported information, the most probable cause of the complaint is traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scissors that failed to cut and would not reopen, resulting in entrapment of both the suture and the surrounding mucosa. The issue was found during sedation of esophagogastroduodenoscopy (egd) therapeutic procedure. The procedure was completed using a change in procedure/surgical technique. There were no reports of patient harm.